Event description:
It was reported that the patient stated that he has experienced an increase in the urine leakage. The patient has had the artificial urinary sphincter (aus) for 4 years and now needs to wear a heavy pad for protection. He has tried the instructions for reactivation a number of times but has had no success. The patient has an appointment with his physician on february 25th for assessment.